Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("uncontrolled bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), genital haemorrhage (seriousness criterion medically significant) and dysgeusia ("metal taste in her mouth"). The patient was treated with surgery (to remove the defective essure coils). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, genital haemorrhage and dysgeusia outcome was unknown. The reporter considered abdominal pain lower, dysgeusia, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: part of left coil went further up in the fallopian tube'), device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), pelvic pain ('pelvic pains'), genital haemorrhage ('uncontrolled bleeding') and autoimmune disorder ('autoimmune disorder type of disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, vomiting, dizziness, fever, sinus congestion, vision loss, gait disturbance, numbness, syncope, post spinal headache and paratubal cyst. Concurrent conditions included abdominal tenderness, depressive disorder, fainting and nabothian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011 for birth control as well as ibuprofen, ketorolac, ketorolac tromethamine (toradol), metoclopramide (reglan), ondansetron, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), promethazine and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), bacterial infection ("bacterial infection"), insomnia ("lack of sleep") and cold sweat ("hot\cold sweats"). In (B)(6) 2011, the patient experienced autoimmune disorder (seriousness criterion medically significant), dyspareunia ("pain during intercourse\ dyspareunia(painful sexual intercourse)"), dysgeusia ("metal taste in her mouth"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and pain ("from head to toe") and was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced mental disorder ("psychological or psychiatric problems condition"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), vision blurred ("blurry vision") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dermatitis allergic ("rashes or skin conditions type") and urticaria ("allergic or hypersensitivity reaction- type: hives"). The patient was treated with alprazolam, antibiotics, metronidazole (metrogel), steroids and surgery (ablation, hysterectomy with bilateral salpingectomy and to remove the defective essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, menorrhagia, vaginal haemorrhage, pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain lower, dyspareunia, dysgeusia, urinary tract infection, bacterial infection, palpitations, allergy to metals, dysmenorrhoea, vaginal discharge, vision blurred, insomnia, cold sweat, mental disorder, dermatitis allergic, weight decreased, alopecia, urticaria and pain outcome was unknown and the migraine was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, bacterial infection, cold sweat, dermatitis allergic, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, insomnia, menorrhagia, mental disorder, migraine, pain, palpitations, pelvic pain, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: were you advised of any complications from your essure removal procedure? Yes the content of the communications- they were only suppose to remove the coils and tubes but they couldn't and had to perform entire hysterectomy. Here not specified complication. Date(s) of insertion: (B)(6) 2011 (discrepancy noted as per pfs). Current weight 153 lbs. The number of expanded coils that appeared trailing into the uterine cavity from the left fallopian tube was 2.the number of expanded coils that appeared trailing into the uterine cavity from right was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion, unilateral occlusion (right tube occluded). Everything was fine and working as it should be; in (B)(6) 2012: left coil was broken. Pregnancy test - on (B)(6) 2011: negative. Ultrasound scan vagina - on (B)(6) 2014: impression: small cyst in the left ovary. Two echogenic radiopaque reflectors to the right and left of the uterus consistent with a echogenic foreign bodies prominent vessels throughout the pelvis within the right and left adnexal area. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine headache, pelvic pain, hives, allergy to nickel, headache. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: new events- hot\cold sweats, lack of sleep, abnormal bleeding (vaginal, menorrhagia), uti, bacterial infection, psychological or psychiatric problems condition, autoimmune disorder type of disorder, rashes or skin conditions type, migraines / headaches, heart palpitations, migration of essure device location of device: part of left coil went further up in the fallopian tube, device breakage, nickel allergy, dysmenorrhea, from head to toe pain, vaginal discharge, perforation (fallopian tube(s), blurry vision, weight loss, hair loss, hives were added. Reporters were added. Patient's demographic was added. Concomitant & treatment drugs were added. Concomitant conditions were added. Lab test was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: part of left coil went further up in the fallopian tube'), device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), pelvic pain ('pelvic pains'), genital haemorrhage ('uncontrolled bleeding') and autoimmune disorder ('autoimmune disorder type of disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, vomiting, dizziness, fever, sinus congestion, vision loss, gait disturbance, numbness, syncope, post spinal headache and paratubal cyst. Concurrent conditions included abdominal tenderness, depressive disorder, fainting and nabothian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 for birth control as well as ibuprofen, ketorolac, ketorolac tromethamine (toradol), metoclopramide (reglan), ondansetron, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), promethazine and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), bacterial infection ("bacterial infection"), insomnia ("lack of sleep") and cold sweat ("hot\cold sweats"). In (B)(6) 2011, the patient experienced autoimmune disorder (seriousness criterion medically significant), dyspareunia ("pain during intercourse\ dyspareunia(painful sexual intercourse)"), dysgeusia ("metal taste in her mouth"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and pain ("from head to toe") and was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced mental disorder ("psychological or psychiatric problems condition"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), vision blurred ("blurry vision") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dermatitis allergic ("rashes or skin conditions type") and urticaria ("allergic or hypersensitivity reaction- type: hives"). The patient was treated with alprazolam, antibiotics, metronidazole (metrogel), steroids and surgery (ablation, hysterectomy with bilateral salpingectomy and to remove the defective essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, menorrhagia, vaginal haemorrhage, pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain lower, dyspareunia, dysgeusia, urinary tract infection, bacterial infection, palpitations, allergy to metals, dysmenorrhoea, vaginal discharge, vision blurred, insomnia, cold sweat, mental disorder, dermatitis allergic, weight decreased, alopecia, urticaria and pain outcome was unknown and the migraine was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, bacterial infection, cold sweat, dermatitis allergic, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, insomnia, menorrhagia, mental disorder, migraine, pain, palpitations, pelvic pain, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: were you advised of any complications from your essure removal procedure? Yes the content of the communications- they were only suppose to remove the coils and tubes but they couldn't and had to perform entire hysterectomy. Here not specified complication. Date(s) of insertion: (B)(6) 2011 (discrepancy noted as per pfs). Current weight 153 lbs. The number of expanded coils that appeared trailing into the uterine cavity from the left fallopian tube was 2.the number of expanded coils that appeared trailing into the uterine cavity from right was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion, unilateral occlusion (right tube occluded). Everything was fine and working as it should be; in (B)(6) 2012: left coil was broken. Pregnancy test - on (B)(6) 2011: negative. Ultrasound scan vagina - on (B)(6) 2014: impression: small cyst in the left ovary. Two echogenic radiopaque reflectors to the right and left of the uterus consistent with a echogenic foreign bodies prominent vessels throughout the pelvis within the right and left adnexal area. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine headache, pelvic pain, hives, allergy to nickel, headache. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-oct-2019: quality-safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: part of left coil went further up in the fallopian tube/not positions correctly in left tube'), device breakage ('device breakage/broken'), fallopian tube perforation ('perforation (fallopian tube(s)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and pelvic pain ('pelvic pains') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, vomiting, dizziness, fever, sinus congestion, vision loss, gait disturbance, numbness, syncope, post spinal headache and paratubal cyst. Concurrent conditions included abdominal tenderness, depressive disorder, fainting and nabothian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011 for birth control as well as ibuprofen, ketorolac, ketorolac tromethamine (toradol), metoclopramide (reglan), ondansetron, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), promethazine and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), bacterial infection ("bacterial infection"), insomnia ("lack of sleep") and cold sweat ("hot\cold sweats"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), malaise ("autoimmune disorder type of disorder-type of disorder: device weakened her immune system and was extremely sick for years"), dyspareunia ("pain during intercourse\ dyspareunia(painful sexual intercourse)"), dysgeusia ("metal taste in her mouth"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), pain ("from head to toe"), immunodeficiency ("autoimmune disorder type of disorder-type of disorder: device weakened her immune system and was extremely sick for years") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: depression/anxiety/ptsd"), depression ("psychological or psychiatric problems condition: depression/anxiety/ptsd") and anxiety ("psychological or psychiatric problems condition: depression/anxiety/ptsd"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), vision blurred ("blurry vision") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced genital haemorrhage ("uncontrolled bleeding"), abdominal pain lower ("cramping"), dermatitis allergic ("rashes or skin conditions type") and urticaria ("allergic or hypersensitivity reaction- type: hives"). The patient was treated with alprazolam, antibiotics, metronidazole (metrogel), steroids and surgery (ablation, hysterectomy with bilateral salpingectomy and to remove the defective essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, menorrhagia, vaginal haemorrhage, pelvic pain, genital haemorrhage, malaise, abdominal pain lower, dyspareunia, dysgeusia, urinary tract infection, bacterial infection, palpitations, allergy to metals, dysmenorrhoea, vaginal discharge, vision blurred, insomnia, cold sweat, post-traumatic stress disorder, dermatitis allergic, weight decreased, alopecia, urticaria, pain, depression, anxiety, immunodeficiency and abdominal pain outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bacterial infection, cold sweat, depression, dermatitis allergic, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, immunodeficiency, insomnia, malaise, menorrhagia, migraine, pain, palpitations, pelvic pain, post-traumatic stress disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: were you advised of any complications from your essure removal procedure? Yes. The content of the communications- they were only suppose to remove the coils and tubes but they couldn't and had to perform entire hysterectomy. Here not specified complication. Date(s) of insertion: (B)(6) 2011 (discrepancy noted as per pfs). Current weight 153 lbs. The number of expanded coils that appeared trailing into the uterine cavity from the left fallopian tube was 2. The number of expanded coils that appeared trailing into the uterine cavity from right was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion, unilateral occlusion (right tube occluded). Everything was fine and working as it should be; in (B)(6) 2012: left coil was broken. Pregnancy test - on (B)(6) 2011: negative. Ultrasound scan vagina - on (B)(6) 2014: impression: small cyst in the left ovary. Two echogenic radiopaque reflectors to the right and left of the uterus consistent with a echogenic foreign bodies prominent vessels throughout the pelvis within the right and left adnexal area. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine headache, pelvic pain, hives, allergy to nickel, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received. Events: abdominal pain added. Event psychological or psychiatric problems condition was updated to psychological or psychiatric problems condition: depression/anxiety/ptsd and autoimmune disorder type of disorder updated to autoimmune disorder type of disorder-type of disorder: device weakened her immune system and was extremely sick for years. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.